Manufacturer narrative:
This product code is bulk. Therefore, the UDI number does not exist for this device. The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be sent within 30 of this report being sent. For this reason, evaluation code 11 was used in the conclusions section of h6. A review of the device history record and product release decision control sheets of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product/lot number combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported insufficient gas exchange in the capiox device. Follow up communication with the user facility confirmed the following information: it was reported that during cardiopulmonary bypass there was a problem oxygenating for the entire case, having to run fi02 and flow higher than usual; at the end of the case they were at 100% fi02 and flowing at 2 liters with a pao2 of 75; it was reported that the product was not changed out; the surgery was completed successfully; and there was no impact to the patient.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00069 to provide the return sample evaluation. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt revealed no anomalies or defects which would relate to a gas leak or insufficient gas transfer performance. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance in accordance to the factory's shipping inspection protocol. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. The investigation result verified that the actual sample, after having been rinsed and dried, was the normal product with no issue in the gas transfer performance. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00069 to provide the return sample evaluation.